Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell 9 feet off of a rope training at the gym about a week ago and hit their right side where the implant was located. The patient stated after their fall they stopped feeling stimulation and that they were a bit sore from the fall. During the call the patient was able to pull up their settings, the ins was on and the patient felt stimulation comfortably in the bike seat area when they increased from 1.00 to 1.30v. The patient was redirected to their healthcare provider to check the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for if the patient had visited their managing physician to check their implant after their fall and if a cause had been determined, the patient replied in their first letter from (B)(6) 2019 that ¿no,¿ they had just wanted to adjust the intensity and they could not follow the instructions. The patient continued to state ¿turns out¿ I needed new batteries in the wand and that did the trick.¿ in their (B)(6) 2019 letter, the patient replied to the same question ¿no,¿ because the patient services representative (rep) on the phone helped them reset the device and that everything was fine. There were no further complications reported.